Event description:
The customer contacted physio-control to report that the main keypad on their device did not respond. During device evaluation by physio-control it was observed that the 'select energy' button did not work and that therefore the device could not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the main keypad assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the 'energy up' metal star dome being crushed, due to impact damage. This caused the metal dome to bend inward, causing a short.